Manufacturer narrative:
The subject device was returned to olympus (B)(6) but has not been returned to omsc. Olympus (B)(6) checked the subject device for evaluation and confirmed the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at olympus india, it was found the dirt inside the light guide lens of the subject device. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc confirmed that the former similar case record said the assumable cause was reported as ¿the glue peeled off due to physical stress or chemical stress¿. However, even confirmed the report from olympus india, omsc could not specify the cause of the reported phenomenon, because there was not any trace of physical stress or chemical stress to the distal end of the subject device. If additional information becomes available, this report will be supplemented.